Event description:
It was reported, during an initial implant procedure, the right atrial (ra) lead was difficult to place and became dislodged during positioning. It was also noted, when connecting the ra lead to the device, the insulation of the lead appeared twisted. Additional movements were done to test the ra lead for damage but none was observed. It was suspected the twisted insulation was due to the difficult positioning of the lead. The ra lead was capped and replaced to resolve the event. The patient was stable.